Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in delivery of inappropriate shocks. The patient was admitted to the hospital for review and was subsequently released and seen in clinic on a later date for follow up. Boston scientific technical services (ts) discussed potential causes. A chest x-ray was taken and noted the system placement to be ok with a slight "s" in the electrode with sense a appearing to be in a more left lateral position. The physician was considering placement of a transvenous system. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(4) used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.